Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4); product type recharger product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that while stimulation was turned on, every time the patient turned "one side up," it burned at the ins (implantable neurostimulator) site. It was stated that this had started around three month prior to the report. It was stated that prior to that it had been working just fine. It was reported that the patient had to turn right side "way up to 5" to get it to work. It was stated that manufacturer representative had attempted to readjust ins about one month prior to the report at hcp's (healthcare professional's) office but this did not resolve the issue. It was stated that hcp decided to give the patient a shot in his sacroiliac joint, but this did not resolve the issue either. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).